Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had a blank display on their insulin pump. Customer also reported they did not get any alarms that would indicate they were not receiving any insulin. It was also found the customer had a missing bolus from their bolus history. The customer also reported being hospitalized for high blood glucose on (B)(6) 2014. Blood glucose at the time of admission was 624 mg/dl. Customer also stated they were feeling dizzy and thirsty due to their high blood glucose. The customer also reported the cause of their hospitalization was due to diabetes ketoacidosis. It was also found the customer had troubleshooting done to their insulin pump and a replacement was not needed. No additional information provided.